Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: wire sticking out of the cord is due to a puncture on cable. The most probable cause of the complaint is cause traced to a component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the camera head had a wire sticking out of the cord. The issue was found during reprocessing. There were no reports of patient involvement.